Event description:
The user facility reported to terumo cardiovascular systems that during vein harvesting, there was an insufflation problem with the virtuosaph endoscopic vein harvesting system. The product was not changed out. There was no harm to patient. The surgery was completed successfully without delay.

Manufacturer narrative:
Terumo received the actual device, and upon evaluation the complaint was not confirmed; however, terumo is still investigating this issue and will be submitting a follow-up report when more info becomes available. (B)(4).